Manufacturer narrative:
Investigation summary it was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto® 3 system and there was an ECG/EKG issue of no signal available to monitor the patient¿s heart rhythm. It was reported that during the procedure, the connectors 20 pole a got physically damaged. There was noise on the ECG and intracardial. There was no delay. The biosense webster, inc. Field service engineer (fse) visited the account and found that there was a bent pin in the connector 20 pole a. The field service engineer (fse) replaced the backplane card and this resolved both reported issues. The field service engineer (fse) performed acceptance testing procedure tests after replacing backplane card and all tests passed successfully. The system was ready for use. The device manufacturer received the backplane card for further investigation. The customer complaint regarding noise on the 20 pole a channels was confirmed. The connector 20 pole a was found damaged and caused noise issue. The connector was replaced. The lost ECG signals during ablation issue was also confirmed. During the investigation, it was found that 2 failed tvs diodes. The diodes were replaced, and the card returned to normal functioning. The manufacturing record evaluation (mre) was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. However, an internal corrective action has been opened to address this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update manufactured date. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto® 3 system and there was an ECG/EKG issue of no signal available to monitor the patient¿s heart rhythm. It was reported that during the procedure, the connectors 20 pole a got physically damaged. There was noise on the ECG and intracardial. There was no delay. The case was completed successfully and there was no patient consequence. Additional information was provided on june 10, 2019, and it was clarified that the signal interference (noise/loss) was observed on both the carto® 3 system and the recording system. Also, the ECG/EKG signal was not available for the physician to monitor the patient¿s heart rhythm, during the ablation portion of the procedure. The ECG/EKG issue of no signal available to monitor the patient¿s heart rhythm was assessed as a reportable malfunction.